Event description:
It was reported that the patient had a burning sensation on her left side for about two weeks on and off. It was also reported that the patient got mrsa last year after the doctor did the implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturing report #3004209178-2015-03628.

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).